Manufacturer narrative:
Patient had the system in place for almost three years before the explant took place. Patient reported receiving therapy during that whole time and receiving pain relief from the system despite the impedance readings during pre-MRI system check. The explanted components were retained by the facility and thus not available for further examination by the firm. Cause of the impedance readings is unknown.

Event description:
Patient was implanted with a nalu spinal cord stimulator system on (B)(6) 2021. During a pre-MRI system check in (B)(6) 2024, impedance issues were discovered on several of the lead contacts. Patient reported continuing to received therapy and pain relief from the system and reported no falls or other obvious external factors that may have damaged the implanted components. No imaging was performed to view the system. In (B)(6) 2024 the patient was admitted to an acute facility with neurological deficits and was recommended to have an MRI to assist in the diagnosis of symptoms. System was again checked and impedance issues persisted on 2 of the contacts, making MRI not possible with the system as-is. A full system explant took place on (B)(6) 2024 in order to allow the MRI testing to take place.